Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported that since implant, the patient had had difficulty urinating and he felt drugged, dizzy, and disoriented. The patient had informed his physician¿s office of the problem and they had advised him to come into the office. Additional information was received from the patient on 30-nov-2015 and it was reported that he had seen his physician on (B)(6). He was told that the symptoms were side effects with the new pump installation. His dosage had been decreased two times. The steps taken to resolve the symptoms were the decrease in medication. The symptoms were not completely resolved, but had improved some. He had another follow-up appointment scheduled. He still had a lot of pain in the pump area and was told that it would take time to heal. On 2016-03-09, additional information was later received from a consumer. The patient¿s whole abdomen was hurting and he was in a lot of pain. The patient tried three different medications and he had been sick the entire time. The physician turned the pump off in early (B)(6) 2016. It had been making him so sick and he had been vomiting and having headaches. The healthcare provider (hcp) initially tried morphine and then two different formulations of dilaudid. The patient had great pain relief, but the problem was the side effects. As the hcp lowered the pump, ¿it took his pain away, but the side effects have never gone away.¿ after they shut the pump off, the patient was better but still had severe abdominal pain going down into his groin and leg. The patient also could not bend over or sit. The hcp was not able to tell the patient why. They were scheduling the patient to have the pump removed, but the patient had a fear of abscess around the port due to the pain in the abdomen and wanted the pump removed sooner.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the patient was to see his gastroenterologist (gi) for a work up. The pain was not pump related. The cause of the side effects and abdominal pain was not determined. The pump was removed at the patient's request and the symptoms persisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.